Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. Customer's blood glucose was 150 mg/dl. Customer reloaded the cartridge successfully and resumed insulin delivery.